Event description:
It was reported that a drill heated up when being operated. There was no patient involvement associated with this event. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was received by the MFR, however the complaint could not be replicated. Per the repair eval, bearings were not functioning properly which can lead to heat being generated when the drill is operated. The bearings were replaced and add'l preventative maintenance was performed. The drill was repaired and returned to the customer.